Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac asked customer to check the boom, but customer is not sure how to do that. Technician asked customer to run the video cable directly from the cv-190 into the monitor and the image is there. The issue is with that boom. Customer was asked to re cable everything the way it was since we know the input is set correctly on the monitor and reboot it in case it just needs to reconnect but if that fails to call hca directly. The issue was addressed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, no image on the secondary lmd-2450md monitor connected via a evis exera iii video system center though a 3rd party boom system. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of a 3rd party boom system with the cv-190 and monitor. Olympus will continue to monitor field performance for this device.